Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had autofill failure gas loss alarm. Called with an autofill failure alarm. Nurse stated they had recently placed the patient on this pump after the initial pump had heparin spilled on it. Esp team member asked if the helium tank was green, and he said yes. Esp team member had asked nurse open the helium tank by turning the valve to the left to verify it was open. Initially nurse turned the yoke and had a small hiss. Nurse closed it immediately, and then opened the tank. The indicator showed a lower amount of green on the screen, but the pump was able to fill and start. While esp team member was collecting product surveillance information, the pump alarmed gas loss. Esp team member had kyle verify there was no blood in the helium tubing. Esp team member then had him press the iab fill key for 2 seconds, press start and verify there was still no blood in the helium tubing. Four minutes later, the pump alarmed gas loss again. Esp team member had him double check the connections and use the fill key again. Nurse denied any blood and the pump restarted. The pump then had a low helium alarm. No patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code) esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the patient had recently been placed on this pump after the initial pump was removed from service due to heparin being spilled on it. Esp personnel asked the customer to confirm whether the helium tank indicator was green, which the customer confirmed.esp personnel then instructed the customer to open the helium tank by turning the valve to the left to verify it was fully open. Initally, the customer turned the yoke and had a small hiss and closed it immediately, and then reopened the tank. The indicator showed a lower amount of green on the screen, but the pump was able to fill and start. While esp personnel were collecting product surveillance information, the pump alarmed for gas loss, and the customer was instructed to verify that there was no blood present in the helium tubing. Esp personnel then instructed the customer to press the iab fill key for two seconds, press start, and again verify that no blood was present in the helium tubing. Approximately four minutes later, the pump alarmed for gas loss again. Esp personnel instructed the customer to double-check all connections and use the fill key again. The customer denied any blood and the pump restarted. The pump alarmed for low helium. While esp personnel was taking the product surveillance information, the pump alarmed a 3rd gas loss alarm. Esp personnel instructed the customer to decrease augmentation by two bars, as no other pumps were available for the patient, and recommended changing the helium tank as a precaution. A few minutes later, esp personnel followed up with the customer. The helium tank had been successfully replaced, no blood was observed in the helium tubing, and no additional alarms had occurred at that time. Esp personnel checked back in with the customer at 9:15 am. The customer stated had 1 gas loss alarm since their last conversation, but it was resolved with the iab fill key.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) experienced autofill failure alarm, gas loss alarm and low helium alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the patient had recently been placed on this pump after the initial pump was removed from service due to heparin being spilled on it. Esp personnel asked the customer to confirm whether the helium tank indicator was green, which the customer confirmed.esp personnel then instructed the customer to open the helium tank by turning the valve to the left to verify it was fully open. Initally, the customer turned the yoke and had a small hiss and closed it immediately, and then reopened the tank. The indicator showed a lower amount of green on the screen, but the pump was able to fill and start. While esp personnel were collecting product surveillance information, the pump alarmed for gas loss, and the customer was instructed to verify that there was no blood present in the helium tubing. Esp personnel then instructed the customer to press the iab fill key for two seconds, press start, and again verify that no blood was present in the helium tubing. Approximately four minutes later, the pump alarmed for gas loss again. Esp personnel instructed the customer to double-check all connections and use the fill key again. The customer denied any blood and the pump restarted. The pump alarmed for low helium. While esp personnel was taking the product surveillance information, the pump alarmed a 3rd gas loss alarm. Esp personnel instructed the customer to decrease augmentation by two bars, as no other pumps were available for the patient, and recommended changing the helium tank as a precaution. A few minutes later, esp personnel followed up with the customer. The helium tank had been successfully replaced, no blood was observed in the helium tubing, and no additional alarms had occurred at that time. Esp personnel checked back in with the customer at 9:15 am. The customer stated had 1 gas loss alarm since their last conversation, but it was resolved with the iab fill key.

Event description:
N/a.